Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 375cc mentor siltex round moderate profile saline breast prostheses and experienced bilateral capsular contracture, baker grade 4 post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.

Manufacturer narrative:
On june 10, 2022, mentor received an updated dated of event and patient date of birth. Manufacturer¿s reference number: (B)(4).